Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tube infection'), device dislocation ('malposition of essure device ¿ angled in lower right tube'), uterine infection ('uterine infection') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding') in an adult female patient who had essure (batch no. C59246) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test" and medical device monitoring error "on (B)(6) 2015 novasure endometrial ablation performed with essure microinsert in place". The patient's medical history included cesarean section in 2000, ovarian cyst, generalized anxiety disorder and wisdom teeth removal. Concurrent conditions included right lower quadrant pain, intramural leiomyoma of uterus, hypokalemia, dependent edema, hypercholesterolemia and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain, chronic/pain"), abdominal pain ("abdominal pain"), allergy to metals ("nickel - diag. Post-essure/nickel allergy"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), migraine ("migraine/migraines/headaches"), cyst ("cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation"), alopecia ("hair loss"), dizziness ("light headed"), haemorrhage subcutaneous ("rashes or skin conditions ¿ bled under skin while washing normally"), vaginal discharge ("vaginal discharge"), urinary retention ("unable to urinate") and uterine enlargement ("enlarge uterus"), was found to have uterine leiomyoma ("fibroids, uterus was 71bs when it was taken out/tumor ¿ fibroid over 2 lbs") and weight increased ("weight gain") and underwent hormone replacement therapy ("hormonal changes: put on high dose progesterone due to heavy bleeding"). The patient was treated with surgery ((B)(6) 2018 ¿ hysterectomy with bilateral salpingectomy and hysterectomy (partial) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, device dislocation, uterine infection, allergy to metals, gastrointestinal disorder, nausea, migraine, uterine leiomyoma, cyst, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, constipation, alopecia, dizziness, haemorrhage subcutaneous, vaginal discharge, weight increased, urinary retention, uterine enlargement and hormone replacement therapy outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, constipation, cyst, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, haemorrhage subcutaneous, hormone replacement therapy, menorrhagia, migraine, nausea, pelvic pain, salpingitis, urinary retention, urinary tract disorder, uterine enlargement, uterine infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, genital bleeding, nickel sensitivity, gastrointestinal disorder, nausea, migraine, fibroid uterine enlarged, cysts, uterine infection, salpingitis. On the left side 6 coils, on the right side 2 coils. Current weight as of (B)(6) 2019: 126 lbs. Approximate weight at time of essure placement: 116 lbs. On the left side 6 coils, on the right side 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Pathology test - on (B)(6) 2018: final pathologic diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: benign cervix. Benign late proliferative/early secretory phase endometrium without hyperplasia or atypia. Adenomyosis, leiomyomas without atypia. Benign fallopian tubes. There are coiled metallic wires within the right and left cornua.. Ultrasound pelvis - on an unknown date: impression: uterine fibroids, one may be new 2.5 cm, the other increased from 2 cm presently 3 cm. Normal right ovary with good flow noted. Minimal fluid surrounds the right ovary. 2.2 cm simple cyst left ovary with limited flow in the left ovary. It is noted that the patient has right sided symptomatology.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records:pelvic pain female. Most recent follow-up information incorporated above includes: on 7-oct-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, constipation, hair loss,unable to urinate, enlarged uterus, malposition of essure device ¿ angled in lower right tube, light headed, bled under skin while washing normally, vaginal discharge, weight gain, on 07-aug-2015 novasure endometrial ablation were added. Lot number was added. Concomitant and historical conditions were added. Lab data was added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tube infection'), uterine infection ('uterine infection') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain, chronic."), abdominal pain ("abdominal pain"), allergy to metals ("nickel - diag. Post-essure"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), migraine ("migraine") and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids, uterus was (B)(6) when it was taken out"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, uterine infection, allergy to metals, gastrointestinal disorder, nausea, migraine, uterine leiomyoma and cyst outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, cyst, gastrointestinal disorder, genital haemorrhage, migraine, nausea, pelvic pain, salpingitis, uterine infection and uterine leiomyoma to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, genital bleeding, nickel sensitivity, gastrointestinal disorder, nausea, migraine, fibroid uterine enlarged, cysts, uterine infection, salpingitis. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event "injury nos" was updated to " salpingitis". New events added "genital bleeding, pelvic pain, chronic, abdominal pain, nickel sensitivity, gastrointestinal disorder, nausea, migraine, fibroid uterine enlarged, cysts, uterine infection, patient did not undergo confirmation test". New reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tube infection'), device dislocation ('malposition of essure device ¿ angled in lower right tube'), uterine infection ('uterine infection') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding') in an adult female patient who had essure (batch no. C59246) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test" and medical device monitoring error "on (B)(6) 2015 novasure endometrial ablation performed with essure microinsert in place". The patient's medical history included cesarean section in 2000, ovarian cyst, generalized anxiety disorder and wisdom teeth removal. Concurrent conditions included right lower quadrant pain, intramural leiomyoma of uterus, hypokalemia, dependent edema, hypercholesterolemia and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain, chronic/pain"), abdominal pain ("abdominal pain"), allergy to metals ("nickel - diag. Post-essure/nickel allergy"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), migraine ("migraine/migraines/headaches"), cyst ("cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation"), alopecia ("hair loss"), dizziness ("light headed"), haemorrhage subcutaneous ("rashes or skin conditions ¿ bled under skin while washing normally"), vaginal discharge ("vaginal discharge"), urinary retention ("unable to urinate") and uterine enlargement ("enlarge uterus"), was found to have uterine leiomyoma ("fibroids, uterus was 71bs when it was taken out/tumor ¿ fibroid over 2 lbs") and weight increased ("weight gain") and underwent hormone replacement therapy ("hormonal changes: put on high dose progesterone due to heavy bleeding"). The patient was treated with surgery ((B)(6) 2018 ¿ hysterectomy with bilateral salpingectomy and hysterectomy (partial) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, device dislocation, uterine infection, allergy to metals, gastrointestinal disorder, nausea, migraine, uterine leiomyoma, cyst, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, constipation, alopecia, dizziness, haemorrhage subcutaneous, vaginal discharge, weight increased, urinary retention, uterine enlargement and hormone replacement therapy outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, constipation, cyst, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, haemorrhage subcutaneous, hormone replacement therapy, menorrhagia, migraine, nausea, pelvic pain, salpingitis, urinary retention, urinary tract disorder, uterine enlargement, uterine infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, genital bleeding, nickel sensitivity, gastrointestinal disorder, nausea, migraine, fibroid uterine enlarged, cysts, uterine infection, salpingitis. On the left side 6 coils, on the right side 2 coils. Current weight as of (B)(6) 2019: 126 lbs. Approximate weight at time of essure placement: 116 lbs. On the left side 6 coils, on the right side 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Pathology test - on (B)(6) 2018: final pathologic diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: benign cervix. Benign late proliferative/early secretory phase endometrium without hyperplasia or atypia. Adenomyosis, leiomyomas without atypia. Benign fallopian tubes. There are coiled metallic wires within the right and left cornua. Ultrasound pelvis - on an unknown date: impression: uterine fibroids, one may be new 2.5 cm, the other increased from 2 cm presently 3 cm. Normal right ovary with good flow noted. Minimal fluid surrounds the right ovary. 2.2 cm simple cyst left ovary with limited flow in the left ovary. It is noted that the patient has right sided symptomatology. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records:pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.